Event description:
Dr reported a case of a possible infection after using duraseal in a high-risk procedure. The procedure was a micro-vascular decompression, post fossa. No surgical intervention was required. The infection was considered superficial and patient recovered without further incident.

Manufacturer narrative:
An infection was reported after using duraseal in a high-risk procedure. The procedure was a micro-vascular decompression, post fossa. No surgical intervention was required. The infection was considered superficial and patient recovered without further incident. Bench-top testing has shown that duraseal does not support microbial growth.